Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient's mobile power unit was not working. Attempts to replace the batteries and power cord were tried and did not resolve the event.

Manufacturer narrative:
Section d1: brand name corrected. Section g4: PMA # corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not working was confirmed via evaluation of the returned product. No log files were submitted for review. The heartmate mobile power unit (serial number (B)(6)) was inspected at the service depot. The mpu was connected to alternating current (ac) power and was unable to power on. The issue was traced to the power supply assembly. The power supply printed circuit board (pcb) was replaced, preventative maintenance was performed, and the unit was returned to the customer ready for patient use. The mpu power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The forwarded mpu pcb was visually inspected on a component level, and no physical anomalies were observed. Circuit analysis of the power supply board revealed that there was no voltage output coming out of the secondary side of transformer. Due to the voltage drop, the power supply board did not output the 15vdc required to power the main pcb. It was found that component u2 was shorted, the component was replaced and the test mpu assembly powered on as expected. The device history record for the mobile power unit (serial number 20404020) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 IFU (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.